Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture thresholds and increased pacing lead impedance were observed. Lead was explanted and replaced. Patient was in stable condition post procedure.